Event description:
It was reported that a patient was in the hospital and under telemetry monitor when pauses were noted in the pacing support. Intermittent low-amplitude noise on the ventricular channel was noted on a real-time egm. The device was reprogrammed.

Manufacturer narrative:
.